Event description:
It was reported that a patient experienced peritonitis and subsequently passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was sepsis and peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the events prior to or at the time of death. Treatment for the sepsis and peritonitis was not reported. Dianeal therapies were reported to be ongoing prior to and at the time of death, but it was not reported if peritoneal dialysis therapy was being performed with a baxter device and/or baxter solutions prior to or at the time of death. It was not reported if the patient was recovered from the peritonitis event prior to passing away. It was unknown if an autopsy was performed. Additional information was requested, but is not available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).